Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Procedure or technique used: posterior instrumentation levels implanted: iliac level it was reported that intra-op, the tip of the driver broke during iliac screw insertion. The product came in contact with the patient. No fragment of the product remained in the patient. No patient complications were reported as a result if the event.

Manufacturer narrative:
Product analysis-: visual and inspection confirms the driver tip is not broken but has been twisted, with approximately ~3mm of the tip plastically deformed. Dimensional inspection of the shaft diameter and material hardness confirms conformance to print specification. The above findings are consistent with torsional overload. If information is provided in the future, a supplemental report will be issued.